Event description:
A malfunction was reported on the pump, but no notable events happened before the issue. The customer's blood glucose level did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the customer with the reset. The malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if any further issues occur.